Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy was delivered. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). All programmed therapy was delivered. Additional information received indicates concerns regarding the rate of battery depletion of this implantable pacemaker. The technical services consultant reviewed the device data and indicated the power consumption has been increased due to telemetry with interrogation. High shock out of range was also determined when the last shock was reversed due to af with rvr. Reprogramming efforts were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental due to ai captured.